Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Npb was not authorized to service this vent but recommended customer to run full calibration, performance verification (pvt), extended self test (est) and run vent for 48 hours. We attempted to call the customer to find out what the outcome was but no response back.